Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This is case 4 of 4. For this case the device will not be returned. We are still awaiting the return of file that was in the same package with this file to be returned - device that was in with this device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the product and patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that reciproc file broke. This is case 4 of 4.

Event description:
In this event it has been reported that reciproc file broke. This is case 4 of 4.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This is case 4 of 4. For this case the device will not be returned. We are still awaiting the return of file that was in the same package with this file to be returned - device that was in with this device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the product and patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Our investigation found that this package lot is counterfeit product. Not our product.